Manufacturer narrative:
(B)(4). Date of event and date of implant estimated. There were no reported product deficiencies and the devices were not returned for analysis. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the devices if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report#.

Event description:
This event was captured based on literature review. It was reported that a single-center retrospective study identified a total of 679 patients (866 lesions) who had been treated with everolimus eluting stents and zotarolimus eluting stents from june 2008 to may 2010 were evaluated. The primary analysis was to compare in-segment late loss at 9 months and the secondary analysis were to compare the clinical outcomes. Clinical outcomes were as follows: 1.5 % in-stent thrombosis definite/probable, 5.6 % total lesion revascularization (tlr), 7.7 % total vessel revascularization (tvr), 1.7 % cardiovascular death, 4.6 % all-cause death, 2.1 % myocardial infarction. No additional information was provided.